Event description:
Guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. According to the patient's spouse, he experienced shortness of breath, followed by ventricular tachycardia (vt). The ICD did not deliver shock therapy. Emergency room personnel questioned the lack of therapy delivery. A guidant technical services consultant explained device operation and suggested that the patient's physician speak with the emergency room clinician(s).